Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure and before surgical port placement, the customer reported a recoverable fault 22018 on system startup. The customer power cycled multiple times with no change. The intuitive surgical, inc. (Isi) technical support engineer (tse) determined the issue was consistent with a surgeon side console (ssc) 2 head sensor failure. To proceed with setup, the customer unplugged the scc 2 fiber, and the tse advised that scc 2 would be unavailable. The procedure was completing as planned.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and applied 242 loctite and tightened the high resolution stereo viewer (hrsv) tilt sensors set screws. The system was tested and verified as ready for use. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.